Manufacturer narrative:
Add'l info: x-ray review: "pre-op and post-op images are provided. A long construct scoliosis correction is present.hook and rod construct is fractured at the kyphotic apex.in the post op films, a better correction of the deformity is present.the length of time from initial surgery to implant failure is unknown.possible contributing factors include failure of fusion,failure to correct deformity and patient growth.root cause indeterminate."

Event description:
It was reported that post-op, the rod broke inside the patient. No action was required as a result of this event. Patient outcome was reported as "replacement of the rod and add a hook".

Manufacturer narrative:
Product analysis :visual review confirms rod breakage. Optical and microscopic fracture surface examination identified a quasi-brittle fracture with some evidence of starburst pattern rays emanating away from the origin of crack propagation, which are indicative of overload, followed by a more tortuous surface. Dimensional inspection confirms conformance to print specification. Rod chemical, mechanical, hardness, and grain structure properties verified by independent 3rd party inspection. After visual, optical and dimensional inspection, in addition to the verification of conformance to relevant material properties, of no evidence was found that would suggest a defect in manufacturing or processing of the associated implant; unable to definitively determine specific root cause of the foregoing event from the available information.

Manufacturer narrative:
For use by user facility/importer(devices only)not reported, (B)(4); location : other, event location other : unknown. Device returned to manufacturer for evaluation but evaluation not yet started.